Event description:
It is reported that on (B)(6) 2017 the interbody fusion was done for l4/5 and the operation was finished without problem. On (B)(6) 2018 x-ray confirmed that the blocker was came out from the pedicle screw. However, because the patient had no subjective symptoms and bone fusion was also observed, follow-up observation is performed.

Manufacturer narrative:
Method: product history review, complaint history review, nc/CAPA history review, risk assessment result: the reported event was confirmed via email correspondence with the sales rep. The reported product was not returned, therefor, product evaluation could not be performed. The exact lot# of the blocker was not confirmed- 2 different lot#s were provided. Device history review on both of the lot#s provided was performed - no manufacturing related issues were found. It was reported that the bone fusion was observed which indicates that the implant served its purpose and was no longer required. The surgical technique states that the surgeon must discuss all physical and psychological limitations inherent to the use of the device with the patient. This includes the rehabilitation regimen, physical therapy, and wearing an appropriate orthosis as prescribed by the physician. Particular discussion must be directed to the issues of premature weight bearing, activity levels, and the necessity for periodic medical follow-up. Conclusion: it is likely root cause of the reported event is instantaneous load over time.

Event description:
It is reported that on (B)(6) 2017 the interbody fusion was done for l4/5 and the operation was finished without problem. On (B)(6) 2018 x-ray confirmed that the blocker was came out from the pedicle screw. However, because the patient had no subjective symptoms and bone fusion was also observed, follow-up observation is performed.